Manufacturer narrative:
(B)(4). The reported setscrew anomaly was confirmed in the laboratory. Silicone was noted inside each setscrew that prevented full insertion of the toque driver into the hex cavity.

Event description:
It was reported when the patient presented to the hospital for a normal device changeout, the physician had difficulty loosening the screw from the atrial connector on the device. The lead had to be cut and capped to get the device explanted. The patient condition is well.